Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported via phone call that the customer's blood glucose went from 91 mg/dl to 421 mg/dl on the first day of being on the device. During troubleshooting, found the infusion set cannula was bent. Customer will not be returning the device for analysis.